Event description:
It was initially reported that the physician's handheld was freezing during diagnostics and would then turn off. This had happened with several different patients. The flashcard was removed and reseated but it did not resolve the issue. Good faith attempts for more information and product return have been unsuccessful to date.